Event description:
Per independent repair center: alarming stuck. Per independent repair statement the unit was alarming or red light. Key failure was the rex roth valve was stuck. Additional malfunctions was the power switch had a short circuit, poppet valve was not shifting and the tie wraps were leaking.